Manufacturer narrative:
The device was functionally evaluated in our laboratory and the difficulty reported was confirmed. However, the device was inadvertently misplaced during engineering evaluation and the exact cause could not be reliably determined.

Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the staple line with another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.